Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm the customer reported complaint of not gripping the tissue properly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and had no issues with gripping or grasping. There was no problem detected with the returned instrument. Additional observation not reported by the customer: the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wasn't gripping the tissue properly. The procedure was completed with no reported injury.